Manufacturer narrative:
(B)(6). (B)(4). "Epidural mass." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with lumbar spondylosis with lumbar radiculopathy and narrow foraminal stenosis at l4-5 and l5-s1. The patient underwent plif l4-5, l5-s1 with peek interbody devices, rhbmp-2/acs, and titanium pedicle screw instrumentation. There were no noted complications. At 372 days post-op, the patient presented with lumbar radiculopathy involving the right leg. The patient underwent a revision decompressive laminectomy l4, l5, s1 and posterolateral arthrodesis l4-s1. Per the physician's notes, "prior history of lumbar decompression with arthrodesis greater than a year ago and had done quite well. The patient developed some significant radiculopathy on the right lower extremity. Imaging studies showed evidence of epidural mass in this region." There was an incidental dural tear that was repaired intraoperatively.